Manufacturer narrative:
A) the last period maintenance (pm) for the device was performed on 02/14/2011, which is outside of the yearly pm interval as instructed in the user manual by zyno medical. User reported issue was confirmed. The pump was found to have a battery that cannot hold charge. The pump was found to have flow rate accuracy beyond ±5% specification and failed the pressure test. The device was repaired and retested to meet all the specifications on 10/13/2016. B) upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 12/08/2016.

Event description:
The user reported the pump had "battery error when plugged in". The user stated that the pump was not in use and a patient was not injured as she noticed it (the pump) beeping before treatment. The pump was plugged in and kept saying battery error.